Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 8/1/2024, it was reported by an arthrex subsidiary employee via email that ar-1588rt-j acl tightrope rt sutures broke when pulling the graft. This was discovered during a procedure on (B)(6) 2024. The case was completed using another ar-1588rt-j acl tightrope rt. Additional information received on 8/5/2024: this was discovered during an aclr procedure. The correct surgery date is (B)(6) 2024. The sutures broke inside the patient. The case was not delayed, and additional anesthesia was not necessary. The patient suffered no negative effects on or after the procedure.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.